Manufacturer narrative:
Section d4: device lot number and serial number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section a4: patient weight information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the perfusionist recently did a ventricular assist device (vad) implant and the backup battery for the secondary system controller kept displaying an emergency backup battery (ebb) fault and would alarm. The ebb was replaced with an extra ebb the customer had and all alarms cleared.